Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. The lot number was not provided; therefore, a search for production-related NCRs could not be performed. Microvention is submitting this report to comply with FDA reporting regulations under 21 CFR parts 4 and 803. This report is based upon information obtained by Microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Microvention, or its employees that the device, Microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported, a clinical complication case involving a patient treated in 2015 for a left middle cerebral artery (MCA) aneurysm. An LVIS Jr. stent was deployed; however, the proximal portion of the stent had inadequate opening. Balloon angioplasty was subsequently performed using a Scepter balloon catheter. It was reported that the patient expired on the afternoon of the procedure.